Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of up to 520 mg/dl with no associated symptoms. The reporter stated that the patient self treated with insulin via pump and via injection. The reporter initially alleged that the issue was due to the pump being suspended, but troubleshooting determined that the pump had not been suspended. The reporter was unable to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump could not be ruled out as a contributing factor.